Event description:
Same case as MFR report #2134265-2008-00660. It was reported by the pt's spouse that following a coronary artery drug eluting stenting treatment procedure adverse and allergic reactions occurred. Two unk sized taxus express2 des implanted in unspecified lesions. The reporter states that the pt's health care provider "continued to insert stents due to restenosis each time a stent was placed." The pt has experienced "chronic fatigue, fibromyalgia, irritable bowel syndrome, arthritic like pain, heart shocking her pain due to the taxus, ischemia requiring reopening." In addition, the pt's spouse reported that the pt has "experienced all of the adverse reactions listed and requests that allergy test via bloodwork be done prior to stent insertion." Repeated request for additional info have been made; however, no info has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.